Manufacturer narrative:
Philips received a complaint on the philips mrx defibrillator indicating that the device¿s battery is not working. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a battery failure. Details provided in an update from the source case and in a good faith effort (gfe) response indicates that the customer was sent a replacement battery and the device was successfully returned to service. The battery was not returned for additional investigation due to restrictions of hazardous material shipments. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the battery of the defibrillator is faulty. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.